Event description:
Customer reported a tandem mobi cartridge alarm that caused their blood glucose level to exceed 500 mg/dl, with the display showing "high". To address the high blood glucose, customer administered a correction bolus through the pump and did not require assistance from a third party. Technical support confirmed the cartridge alarm, advised the customer to use storage mode instructions, and arranged for a replacement pump to be sent. Customer was instructed to return the defective pump to tandem.